Event description:
A patient experienced a grade 3 anaphylactic shock requiring admission to intensive care following application of a 3m¿ universal electrosurgical pad. The pad was in use for approximately ten minutes for shoulder surgery. The potential concomitant use of medications is unknown. No skin preparations were applied. Current status is that the patient recovered and is healthy. A history of skin sensitivity to carbomer was reported.

Manufacturer narrative:
The device or sample is not available for evaluation and no lot number was provided. Without a sample, it is not possible to perform any tests to determine root cause. Solventum will continue to monitor.